Manufacturer narrative:
The reported event of electronics performance indicator (epi) could not be confirmed. The pacer was received in normal working conditions with battery voltage above elective replacement indicator (eri). Device reached normal eri levels during analysis. Electrical and mechanical analysis performed, indicated normal device functionality. Device image shows autocapture on. When automatic settings are programed, such as autocapture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. The implant duration exceeds the projected longevity based on field settings indicating normal battery depletion.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. The patient presented with bradycardia and the procedure occurred without complication and the patient was discharged.